Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported the side cut was missed at 4-5 o'clock on the left eye of a patient. The flap was lifted properly and the patient was operated without any further event. Additional information has been requested but not received to date.